Event description:
It was reported that, during a thr surgery the plastic impactor tip of a femoral head/neck impactor broke during impaction. Surgery was finished with a smith and nephew back up device, without any surgical delay. All pieces were recovered. Patient was not injured as consequence of this problem.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The plastic impactor portion of the device is broken and the broken pieces were not returned, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical evaluation concluded that this case reports a broken femoral head/neck impactor. It is reported that ¿all pieces were recovered.¿ based on the limited information provided the root cause of the reported impactor breakage could not be determined; however, it was noted the device showed signs of extensive use. No patient injuries or adverse consequences were reported. No further medical assessment can be rendered at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.